Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 405 mg/dl. The customer did not mention any symptoms. The customer stopped wearing the insulin pump not more than 48 hours from the hospitalization. The device is not expected to be returned for analysis.